Event description:
The patient received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the patient is feeling stimulation; however, it is very hard to keep the antenna over the ipg to change. The ipg is tilted at an angle, therefore charging and communication becomes interrupted. The patient has the same problem with the programmer, it takes her multiple attempts to communicate with the ipg. A new antenna was sent to patient and is currently working. The patient is to follow up with her doctor. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.